Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed the bpa was falsely triggered. While implanted, the device experienced a reset and entered bvvi mode. Firmware was promptly reloaded by technical services. Several days later, bpa was falsely triggered, because the data required for bpa calculation was lost during the firmware reload process. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. No anomaly was detected.